Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: infinion? 16. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Lot: 7307469. UDI: (B)(4).

Event description:
It was reported that the patient underwent the normal removal of the spinal cord stimulation (scs) trial leads and began gushing blood after the left lead was pulled. The patient lost mobility from the waist down and was transferred to the emergency department. The patient underwent surgery and has regained all strength and mobility. The event was assessed as not related to the device. The leads were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent the normal removal of the spinal cord stimulation (scs) trial leads and began gushing blood after the left lead was pulled. The patient lost mobility from the waist down and was transferred to the emergency department. The patient underwent surgery and has regained all strength and mobility. The event was assessed as not related to the device. The leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: infinion? 16. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Lot: 7307469. UDI: (B)(4). The leads have not been returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage, and-although rare- epidural hemorrhage, seroma, hematoma, and paralysis, all of which are known risks associated with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of paralysis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The devices were not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).